Manufacturer narrative:
No root cause could determine. The complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed.

Event description:
Information was received regarding cadd extension sets. The patient reported that her device was leaking just a "tiny bit" around the anti siphon valve. She adds that this issue has occurred two or three times in the last few months. Patient was advised to change her tubing. There was reportedly no lapse in infusion or adverse side effects due to the leaking as patient had a backup to use. She was successfully able to continue her life sustaining infusion.